Event description:
We have been informed by afssaps. Pt's and nurses' handsets (inside safety side) have often no function (because the cable is broken inside the mechanism). It's a design problem. If the cable is broken causing the handset to have no function, it's impossible to operate the electrical functions the bed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the MFR arjohuntleigh medical beds division. (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh (registration # (B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4) (registration# (B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.